Event description:
It was reported to st. Jude medical that the device presented in hardware reset upon initial interrogation. A memory map was saved to disk and will be sent to ts. Technical services recommended explant. The pt was admitted to the hospital and will be externally monitored until the ICD can be explanted.